Event description:
It was reported that the lead moved again during palates, three months prior to the report. The lead felt like a big ¿s¿ at the base of the patient¿s spine. The palates was not high impact, it was like yoga with stretching. The stimulator worked but the patient did not like the way it felt. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received indicating that the patient visited their doctor about the event and the issue had been resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).